Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level was "high" (>22.2 mmol/l, >400 mg/dl), while wearing the pod between 5 and 24 hours. They reported experiencing a communication issue between the pod and the continuous glucose monitor sensor. The patient reported the pink slide insert moved into the viewing window, indicating the needle mechanism deployed as intended during activation. However, they reported the cannula was not visible when the pod was removed from the infusion site (abdomen). Treatment information was not provided.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 2929 pulses and completed multiple boluses before being deactivated by the user. The investigation found no issues that would result in the needle mechanism. Failing to deploy by the end of the second priming sequence. The investigation found no issues with the pod that would contribute to pod-cgm communication issues. Review of the patient history buffer data found no instances of missing sensor values or invalid estimated glucose values during runtime.